Event description:
Found noise on rv lead with inhibition of rv pacing x ~5 seconds, patient is (B)(6), no r waves vvi 30 bpm. Noise was able to be reproduced in clinic with provocative maneuvers. Rv impedances had been stable per daily measurements. Manufacturer response for rv ICD lead, boston scientific 0295 reliance 4-site (per site reporter). Have not heard back from bsc yet.